Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 49 (history pointers failed. The history pointers are corrupted.), pump error 68 (trace pointers are invalid.) And pump error 23 (post-reset ram crc alarm). The customer also alleged that the app stuck in checking for update. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-6101. Troubleshooting was partially performed for pump errors 49 and 68. Customer was able to clear the error and complete rewind if requested. Troubleshooting was performed for pump error 23. Customer was able to clear the error and complete the rewind process. Pump was recently stored, without a battery for greater than 8 hours, or error occurred immediately after battery change. Troubleshooting was partially performed for app stuck in checking for update. It was unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-6101.